Manufacturer narrative:
Based on additional information provided by the facility the following sections were added: a2 age and date of birth added. A5 ethnicity and race added. B5 additional information added. B7 medical history added.

Event description:
The customer reported that the product was fraying and falling apart during the procedure. Additional information provided on 30-aug-2019 states that the vistec was not unrolled at any point. The product was being used to absorb blood. When the product started falling apart in the surgeon¿s hands it was removed from the room and another product was used. No pieces of the product fell into the patient.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the surgeon had one vistec sponge fraying and falling apart during a procedure.